Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter-defibrillator was post-paced t wave oversensing. No intervention was reported.

Event description:
New information received notes the implantable cardiac defibrillator was reprogrammed. There were no patient consequences.